Event description:
The customer called technical support (ts) reporting that the device has a black screen. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the user interface (ui) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
Reporting institution name & address: (B)(6).